Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was found to not seated properly. The representative reseated the cables the system passed a system checkout and was returned to an operational condition. B01 c02 d02 applu no parts were replaced so no parts were returned for analysis. B17, c20, d15 apply continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc bi71000221 pcba gen dgtl mtn cnt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the representative engaged the drive bar in the or while removing the system it started driving super fast and out of control. They almost hit the patient's bed. There as no reported delay and no reported impact to patient impact.